Manufacturer narrative:
The device was received and evaluated. The exposed soft cannula of the received pod was found to be kinked. During fluid path test, fluid was observed leaking through a tear on exposed soft cannula, where it was already kinked. It could not be determined when this damage to soft cannula occurred or if it linked to the reported event of insulin delivery. Evidence of blood was found near the distal tip of the soft cannula. During investigation, the tip of the formed needle was observed to be damaged (bent forward). Inspection of the device along with the data suggest that damaged needle tip had no effect on insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient's blood glucose rose to 380 mg/dl while wearing the pod on the arm for between 4 and 24 hours. As treatment, a new pod was applied.